Event description:
The user reported that the cord sparked and the unit stopped working. Our inspection showed a small cut in the cord that caused the spark.

Manufacturer narrative:
The user reported that the cord sparked and the unit stopped working. Our inspection showed a small cut in the cord that caused the spark. This type of failure is typical of a cord that has been overstressed from excessive bending. We have initiated a CAPA project to reduce the recurrence of this issue.